Event description:
The clinician reports, that the implant was inserted (B)(6) 2013 in the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the timeof event: swelling and bleeding. No further patient complications were reported.